Event description:
Boston scientific received information that during a generator change-out to this cardiac resynchronization therapy defibrillator (crt-d) fifteen seconds of pacing inhibition were noted when changing from the old pulse generator to this new one. The patient was pacemaker dependent, and it was thought that the left ventricular (lv) lead that was connected to this new crt-d would provide pacing support while the right ventricular (rv) lead was being attached to the new device. However, that did not occur, and pacing was not provided until the rv lead was attached to this crt-d device. Boston scientific technical services (ts) discussed that when the rv port of the header is open it is susceptible to noise and that can cause pacing inhibition of both lv and rv pacing. Potential ways to avoid this situation in the future were reviewed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.